Manufacturer narrative:
Image review: two images were submitted for review in relation to the reported event. The absence of the patient executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection was not available for review; therefore, confirmation of an acceptable valve load could not be verified. It was reported that an initial attempt was made to implant a 29 millimeter (mm) valve, after which a decision was made to exchange to a 34 mm valve. Review of the provided images identified evidence of one attempted recapture event, during which the delivery catheter system did not fully close the system, with visible damage to the proximal part of the capsule observed under fluoroscopy. The system was subsequently withdrawn from the patient, and damage to the capsule of the delivery catheter system was confirmed. In the absence of a complete set of intraprocedural images, the cause of the capsule damage could not be determined; therefore, this review remains inconclusive. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, crown overlap was identified up to the fourth node. Subsequently, a new valve, new delivery catheter system (dcs), and new compression loading system (cls) were used to complete the procedure. No patient complications were reported as a result of this event.

Event description:
Additional information was received that following the implant of the second valve, moderate paravalvular leak (pvl) was observed and a post-implant balloon aortic valvuloplasty (bav) was performed. Following the post-implant bav, the pvl improved and was reported as being "small".

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.